Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, a user reported via text that she was hospitalized after her ilet insulin pump allegedly malfunctioned. Multiple follow-up attempts were made on different dates to gather more information, but attempts were unsuccessful and no further information is available.